Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that act and up, down arrow button of insulin pump were sticky and unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that piece of battery compartment was chipped and had no delivery alerts. The insulin pump will not be returned for analysis.